Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the sensor was inserted on (B)(6) 2025 and the patient began experiencing pain on (B)(6) 2025. On (B)(6) 2025, the patient noticed that the insertion site was infected with pus oozing from it. The patient consulted hcp who decided to remove the sensor to alleviate the symptoms. No medication was prescribed. A new sensor was inserted to continue using eversense e3 cgm system. The patient is currently doing fine. This incident does not require further investigation.

Event description:
Senseonics was made aware of an incident where the patient experienced infection at insertion site with the symptoms of pain and oozing pus. The sensor was inserted on (B)(6) 2025 and the symptoms began on (B)(6) 2025. The patient consulted hcp who decided to remove the sensor.